Manufacturer narrative:
The mvs power board and fuses f9 and f10 were returned to the manufacturer for analysis. Analysis found that fuse f9 and f10 tested good. The system readied and both 2d and 3d imaging were successful. Power to mvs, charging and line power were as expected. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) was powering down by itself. After a case, the system was observed to power down by itself. The amber led was observed to be blinking a few times as well. Trouble shooting was performed by replacing the mvs power board. The probable cause was the aging of the mvs power board. No patient present.